Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/prn slm npvc leaked. At 08:30 on (B)(6) 2024, when preparing to use a disposable intravenous indwelling needle 24g for intravenous infusion for the patient, leakage was found at the connection between the needle and the needle handle of the indwelling needle during the exhaust process. It was suspected that it was not airtight. The indwelling needle was replaced immediately.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot 4016766 1-this batch of products were assembled at intima ii auto line 4 in february 2024, and packaged at r245 package line in february 2024. Work order quantity was 19,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the defect cannot be determined because no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the specific site and damage status of the leakage at the connection between the needle head and the paddle hub cannot be identified.